Event description:
Post implant of device into left eye pt experienced loss of vision. Pt asserts that the manufacturer confirmed that a chemical analysis demonstrated calcium deposits in iol was the most likely source of discoloration. Law suit underway, regarding these claims. Pt received surgical re-intervention to treat the left eye. Manufacturer acknowledged that subject device had been under a replacement policy some years earlier thus withdrawal of the product was not necessary.

Event description:
Add'l info rec'd from MFR 8/9/04: a medwatch form dated may 2004 was received on july 2004. The report claimed loss of vision following an aqua-sense iol implant, however, it did not identify the device by its unique serial number. Without this number there is little that can be done, beyond complaint investigation work previously completed, to evaluate the claims. Ophthalmic innovations international, inc. (Oii) has in the past received reports of aqua-sense lenses clouding or opacifying. In some cases this condition has resulted in loss of vision. This lens, a class iii ce-marked device, does not have ide or PMA status and has never been distributed in the united states. Further, co has no evidence that this particular lens was implanted in the united states or any of its territories. Why the reporter chose to notify FDA via the medwatch program is unclear, as is the allegation that the 'manufacturer is knowingly distributing faulty product.'